Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument jaws broke. There was no consequence to the patient.